Event description:
The pump was returned for investigation. Investigation confirmed a crack in the battery compartment and visual inspection and testing revealed a pink display screen. This report is made based on results of investigation completed on 11/20/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: visual inspection of the battery compartment revealed a compartment crack from the threads to the case seal. The display screen was dim with a pink contrast. (B)(6).